Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, a21 error test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to motor error alarm. Pump passed run current test. Pump had high idle current due to faulty d1 on ib. Unable to verify low reservoir alarm due to motor error alarm.pump had cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 105 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.